Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Device evaluated by manufacturer? Not available for return.

Event description:
It was reported that the prolite mesh was placed for an inguinal hernia. The patient reports neuropathic nerve damage, disability and mesh rejection influencing her quality of life. She reports pain 24 hours a day.

Manufacturer narrative:
There was no device available for return and evaluation. The lot number of the mesh was provided and a review of the device history records was conducted. This review showed that the lot of mesh passed all quality and performance requirements without any non-conformances noted. The incoming inspection records of the raw material mesh were also reviewed and found to have met all specifications the instructions for use (IFU) states the following in the warning section: adequate mesh fixation is required to minimize post-operative complications and recurrence. The fixation technique, method and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes. The IFU also states in the precautions section "careful attention to surgical mesh handling, suture, staple or tack fixation is required in the presence of nerves and vessels in the surgical field". Based on the details of the complaint there is no evidence to conclude that the symptoms the patient experienced are directly related to the mesh device. There is a possibility that the mesh was not properly secured into place or a nerve was entrapped during implantation, however this cannot be confirmed.